Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarm and resumed insulin delivery. Reportedly, customer reverted to manual insulin therapy, but returned to pump use on report date. Customer's blood glucose was 160-190 mg/dl.